Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapies for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2011, the patient experienced peritonitis which required hospitalization. It was not reported if remedial therapy was rendered. The cause of the peritonitis was unknown. At the time of this report, it was unknown if dianeal pd4 ambuflex and nutrineal pd4 unknown bag therapies were ongoing or if the event of peritonitis had resolved. The nurse did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.